Event description:
This notification was opened for review due to the manufacturer being contacted about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, no evidence of foam was found. However, a ventilator inoperative condition was discovered, and the circuit board needs to be replaced.